Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sleeve gastrectomy procedure, the device jaws locked on tissue on second fire while stapling the stomach. The laminated pusher bar came out of the hinge and couldn't be retracted. The surgeon had to cut off the tissue. They had to use suture to elevate tissue and then another stapler was applied to close the defect. There was tissue loss and tissue damage. The surgical time extended by more than 30 minutes. It is possible that occurs an infection.